Event description:
A hospital in (B)(6) reported that water leaked from the vent valve an mr290 autofeed humidification chamber feedset when the bag spike was connected to the water bottle. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint mr290 chamber was visually inspected and connected to a water bag for testing. Results: no leak was found either at the vent or the spike tubing connection. The device functioned correctly. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).